Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that an unexpected reset occurred. The customer experienced an elevated blood glucose (bg) level of over 600 mg/dl and large ketones that were discussed with a healthcare provider to be life threatening. Reportedly, the customer administered a manual injection to address elevated bg level. A multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.